Event description:
It was reported that the right ventricular (rv) lead exhibited a gradual increase in shock impedances to high, out of range values. The shock impedance was noted to be between 160-200 ohms. The physician noted it is time for a generation change on the device and was considering performing a defibrillation threshold (dft) test to remove some of the calcification. Technical services (ts) advised the calcification would not be removed and the impedance measurements may still not be lowered. Additional information was received that this right ventricular (rv) lead was capped. The non-bsc device was explanted and no new device system was implanted as a replacement. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited a gradual increase in shock impedances to high, out of range values. The shock impedance was noted to be between 160-200 ohms. The physician noted it is time for a generation change on the device and was considering performing a defibrillation threshold (dft) test to remove some of the calcification. Technical services (ts) advised the calcification would not be removed and the impedance measurements may still not be lowered. This rv lead and system remains in service. No adverse patient effects were reported.